Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested, not yet received.

Event description:
It was reported to philips that the device shut off during patient use. The users reseated the batteries and the device powered back up. The involved patient was reported to have experienced a delay in monitoring and pacing treatment. There was no initial report of immediate clinical action taken to prevent serious injury or death.